Manufacturer narrative:
For the reported event, a ge healthcare service representative and hospital biomed engineer performed a checkout of the system and confirmed the reported event. The vent engine was recalibrated to resolve the reported event.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine failed during calibration and lost the ability to initiate mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.